Event description:
Sex: unk. Procedure: unk. Reportedly, after firing several times the clips are not properly fired. The jaw of the instrument did not meet properly. Another instrument was used to complete the procedure. This incident contributed to an extension of surgery time beyond 30 minutes.